Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the retainer ring on the insulin pump was broken and every time they would remove the insulin pump from the pocket, the ring would be around the tubing. The customer¿s blood glucose was 329 mg/dl at the time of the incident. The customer stated that they changed the set and it did not resolve the issue. The device will not be returned for analysis.